Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: missing shell, flat creases and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Patient reported right side "they have no feeling in their nipple." Healthcare professional reported right side "cap 3 contraction." Additionally, healthcare professional confirmed right side rupture. The device has been explanted.

Event description:
Patient reported right side "they have no feeling in their nipple." Healthcare professional reported right side "cap 3 contraction." Additionally, healthcare professional confirmed right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/jan2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Patient reported right side "they have no feeling in their nipple." Healthcare professional reported right side "cap 3 contraction." Additionally, healthcare professional confirmed right side rupture. The device has been explanted.